Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one patient. The initial access accutni+3 result was within the assay's normal reference range. The customer completed quality control (qc) which recovered out of specification, low. The customer repeated the qc assay and it recovered within specifications. The patient's sample was repeated two additional times on the same access 2 immunoassay system and recovered with higher results, above the assay's normal reference range. The patient's sample was also run on the customer's alternate access 2 immunoassay system (serial number (B)(4)) and recovered above the assay's normal reference range. The initial result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and system check were within assay/instrument specifications. Information on the patient sample collection and processing was not provided by the customer.

Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) customer technical specialist (cts) advised the customer to inspect the substrate bottle as the access 2 immunoassay system displayed "sample count outside limit errors". The customer confirmed that the substrate bottle fittings were tight, the tubing was secure, the probe was secure and no kinks were in the substrate tubing. The customer noted that the substrate bottle appeared empty. The access 2 immunoassay system user interface displayed 68 tests remaining. Cts assisted the customer in loading a new bottle of substrate and obtained a passing system check and qc. The cause of this event cannot be determined with the available information.